Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2004 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent concurrent surgical procedures of bilateral salpingo-oophorectomy and adhesiolysis with mesh implantation. It was also reported that due to chronic vaginal pain, abdominal bloating, urinary tract infections and dyspareunia the mesh was partially excised. (B)(4). Abdominal bloating. Dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent sling removal.